Event description:
Pt has long clincial history regarding left shoulder. Primary surgery was performed in 2005. Due to unk circumstances pt returned to surgery on 2/2005. Pt continued with pain with motion and limited motion. Radiographs indicate dislocated hemiarthroplasty. All components removed and replaced about three months later.